Event description:
Per the clinic, the patient experienced pain which could not be resolved, resulting in a decision to explant the device on (B)(6) 2013. During the same surgery the patient was reimplanted with a new device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).